Manufacturer narrative:
Concomitant medical products: product: ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0118281v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a feeling that one of them was turned off. The patient's son had not noticed any obvious symptoms, and no tremors. The patient was seen by their healthcare professional the week prior to the date of this report and the son saw the patient on saturday prior to the date of this report. The patient was having symptoms that had started on (B)(6) 2015. The only light, the green light that indicated that the programmer battery was ok was turning green. Since there were no other lights that were coming on it was recommended that the patient seen their healthcare professional. No intervention or outcome was reported. Further follow-up is being conducted to obtain this information. Reference manufacturer's report number 3004209178-2015-07098.